Event description:
Patient admitted to emergency department with ventilatory failure, also hypertension, pleural effusion, atrail fibrillation, diabetes mellitus, chronic depression. Patient had severe respiratory distress, treated with medication and intubation. Triple lumen catheterization attempted due to poor venous access peripherally. Physician unable to thread triple lumen catheter and attempted to discontinue j wire but unable to remove it. Multiple attempts made with femorala approach included x-ray showed j wire curled back on itself and surgical consult obtained. The wire was surgically removed by incising above stemoclavicular joint and removing portion of clavicle at sternoclavicular joint and dissecting scalene muscle. Guide extracted without vascular injurydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. The device was destroyed/disposed of.